Event description:
It was reported that, "when the IV was hung, the flow controller was set at a minimal setting (kvo-approximately 25cc/hr.), when it was checked 2 hours later it had allowed 250cc of IV fluid to flow into the patient. There was no patient injury."